Event description:
The doctor was cutting a wisdom tooth when the attachment locked up and the patient received a burn injury to their tongue. No medical treatment was required at the time of the incident. The patient has not had a follow-up visit with the doctor at this time and the doctor has not received any report of complications or the need for further medical treatment from the patient as a result of the injury.